Event description:
It was reported that the insulin pump alarmed button error and had an unresponsive down arrow button. The customer's mother did not know the blood glucose reading. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button error alarm noted. The down arrow button did not respond due to flattened button dome switch. The unit had minor scratched display window. Please see medwatch report # 3004209178-2014-96791.